Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 9392507, 510k# k172199 and UDI#(B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: kyphoscoliosis procedure: transforaminal lumbar interbody fusion (tlif) levels implanted: t11-l5 it was reported that intra-op, the inter vertebral disc space was so narrow that when inserting cage into posterior interbody which was with spur and the early stage of hammering, the cage was broken. No fragment of the implant or instrument remaining in the patient. No patient symptoms or complications result were reported in this event.